Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair procedure, the second implant of the meniscal cinch ii, did not deploy out far enough and the device was unusable. When the surgeon pulled back into the joint and there was no implant, he re-inserted it through the meniscus and pushed the #2 button forward all the way again but got the same result - no implant deployed. Later on the back table the rep examined it and found the implant to be very near the end of the needle. The case was completed with no harm to the patient. *additional information requested. Additional information provided 5/14/19: the first implant was not removed, the suture was cut flush with the meniscus and the implant was left in. The surgeon completed the case with a second meniscal cinch ii.